Event description:
It was reported that during a bulla resection procedure, an error sound was heard several times when the device was activated at the chest wall to denude the adhesion. Error 5 was displayed. After the device was reset it became activated, but suddenly the blade broke off. Piece retrieved another device was used to complete the procedure. There were no adverse consequences for the patient. The doctor commented that there was a possibility that the blade had touched the clips or other metallic products.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
The patient had connection issues with the cassette. During the priming phase, the liquid began to pass through the line, but it was disconnected from the bag and the liquid leaked onto the floor. The patient reviewed all the cassettes she had at home and would send 2 companion samples with the same issue. This medical device report (MDR) is for the device involved in the incident, while 2 mdrs will be submitted against the companion samples with the same issue.

Manufacturer narrative:
(B)(4). Added additional information the device was received with the blade discolored (blue) due to heat generated from contact between the blade and tissue pad. The device will stop activating, and either emit a solid tone or display an instrument error code 5 on the generator display when the blade becomes damaged. The blade was found to be broken at the discolored (blue). Probable cause of blade discoloration is applying pressure between the instrument blade and tissue pad without having tissue between them.